Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1207186: (B)(6): size exchange, asymmetry - ndr. Device not returned to device analysis. (B)(6): a010102 - device appears to trigger rejection, e2303 - capsular contracture. Device returned to device analysis. (B)(6): a010102 - device appears to trigger rejection, e2303 - capsular contracture, e020201 ¿ anxiety. Device not returned to device analysis. The search criteria of these queries are mentioned on (B)(4). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported "potential implant rupture with contained fluid collection", capsular contracture baker grade IV, and "periimplant fluid present". This record is for the right side. Device remains implanted.